Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin. Additionally, the customer reported that the air removal step had not been performed when loading the cartridge. There was no reported impact to the customer's blood glucose (bg) level due to the reported event. As the customer did not have additional insulin available at the time of the reported event, the customer confirmed a new cartridge would be loaded at a later time. Although requested, no additional information was provided on the reported event.